Event description:
Resident placed in whirlpool century tub. Upon being lifted out, resident was discovered to have redness and blistering of skin from buttock to feet due to extreme hot water. Cool compcress applied and physician assistant responded to give medical attention. Resident transported by stat ambulance to emergency roomdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - human factors. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.